Manufacturer narrative:
The device was not returned for analysis. Service history identified that no previous repair has been noted in the last 12 months. The event history log was not provided. As the product was not returned, and no photographic evidence was provided to aid in this investigation, a product evaluation and problem confirmation cannot be performed. Therefore, this investigation was unable to determine a probable cause.

Event description:
It was reported that the pump was alarming with a red screen and triangles. The battery door was opened and closed, and the pump was restarted, but the red screen returned. The battery door was opened again for about 30 seconds, and the pump was restarted, but the alarm persisted. The patient explained they were supposed to be unhooked, but when they got to their apartment, they noticed that the reservoir was still full, and they did not receive any medication. The pump had been off, and they did not know how long it had been off. The hospital had restarted the pump for them and sent them home with treatment. The plan was for disconnect on monday. The registered nurse explained this pump did not seem to be functioning properly, and it was powered down and the tubing clamped. The distributor advised the patient to call their provider to make them aware of the situation since chemotherapy had already been delayed and was now delayed again. The patient verbalized understanding. The drug is 5fu. The event occurred while in use with a patient at the patient¿s home. There was a patient involved, and no patient harm/adverse event reported.

Manufacturer narrative:
H6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.